Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2015-05648. It was reported the patient had lost stimulation. Fluoroscopic imaging revealed lead migration. As a result, both of the patient's leads were explanted and replaced (with a single lead/different model). Surgical intervention resolved the patient's issue. The patient's date of birth is unknown.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05648.